Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as an itchy rash with an allergic reaction combined with fungal infection. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an ointment for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.